Manufacturer narrative:
G4:12nov2020. B4:24nov2020. The field service engineer replaced the front bezel to address the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported that the nav- ring is not working when trying to adjust the settings. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.